Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s device hadn¿t been working for a long time. The hcp had no additional details regarding this, but indicated that the patient planned to have the device removed. There were no further complications reported or anticipated.